Event description:
Information received from the field notes that the patient presented for a routine follow-up with loss of atrial capture in both unipolar and bipolar configurations. The device was programmed to 50 ppm since the patient was often intrinsic at 50-60 bpm.